Event description:
The event is reported as: alleged issue per maude report: during site closure, the tip of the suture passer broke off. Under fluoroscopy, the tip (3mm diameter) was confirmed to be in the subcutaneous tissues. The md elected to leave the tip in place. Pt condition is fine. Pt current condition is fine.

Manufacturer narrative:
No sample or lot number available for investigation.